Event description:
It was reported that during a lap sigmoidectomy, the cartridge pan came off and it was left in the jaw when the cartridge was removed after firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.